Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The device passed the displacement, rewind and basic occlusion tests. No motor error alarm noted and no motor position encoder error alarm noted in the alarm history screen. The occlusion test and excessive no delivery test could not be performed due to the prime/fill anomaly. The motor passed the motor test. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm during bolus and multiple motor error alarms. The blood glucose at the time of the incident was 270 mg/dl. The customer stated that the no delivery alarm was resolved by a complete set change. The customer stated that the device was not exposed to a magnetic field and the drive support cap is recessed. The customer was able to rewind. The alarm history showed multiple motor error alarms and a no delivery alarm. The device was returned for analysis.